Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that when they used their device for cardioversion on a patient, it did not deliver the required energy level. The device would either deliver no energy or less than the desired level of energy. The device automatically started the self test and would continuously reboot. There was patient use associated with the reported event; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control observed that the device had logged multiple event codes which were indicative of a failure of the system pcb assembly and/or user interface pcb assembly. Physio-control advised replacement of the system pcb and user interface pcb assemblies. The customer declined repair of the device and requested to have the device returned without being repaired. A conclusive cause of the reported failure could not be determined.